Event description:
Tips of legs released from end of delivery unit into delivery catheter and then filter could not be pushed any further. Delivery catheter remained in pt and a new delivery system used.